Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a (B)(6) year-old male patient, the device displayed "internal error occurred - system reset required" and would not convert the patient's heart rhythm. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the full disclosure log was provided. Review of the log confirmed the customers report of the pace defib reset. The patient was reported to have an internal pacemaker that could have directly affected the defib functionality of the device. The customer indicated that they use 800 mhz motorola radios. A previous investigation found that this same frequency and make of radio caused a pace defib reset on an x series. It is believed that the outside interference caused this pace defib reset. However, without the device or electronic clinical data file, root cause evaluation could not be firmly established. For the report of "unable to cardiovert", even though the shocks did not convert the patient's rhythm, it does not necessarily mean there is a failure with the device. A successful shock does not guarantee that a conversion to a normal sinus rhythm will occur. Analysis of reports of this type has not identified an increase in trend.